Event description:
The customer reported that there was a burning smell and smoke coming from the unit. No pt injury was reported.

Manufacturer narrative:
(B) (4). Smoke/fire. The ge service rep replaced the cap with a customer owned part. He also replaced the battery charged pcb. The sys operates as intended.